Event description:
Possible iol opacification.

Manufacturer narrative:
Conclusion: the analysis of the lens confirmed the presence of calcium in superficial deposits on the surface of the optic. The superficial nature of the opacification permits classification as "secondary calcification" in accordance with (B)(4) (2008). However, as we have also been unable to obtain detailed patient information, we are unable to make a definitive conclusion as to the cause of the opacification. Furthermore, based on the assessment of our in-house documentation and complaint history, lenstec can find evidence to suggest that there is any fault in the manufactured lens that would have brought rise to this opacification. Additionally, lenstec can confirm that we have never had any confirmed lens-related cased of opacification for our hema lenses. I thank you for bringing this complaint to our attention, and assure you of our continuing attention to producing high quality lenstec products. Would you please forward this report to the doctor. We now consider this complaint closed pending any further information on this case.